Manufacturer narrative:
The outer tube has been in use for approx 5 years. There are dents on the distal metal rim and it is deformed; locking arcs that serve to secure inserts when locked are attached internally on distal end of outer tube and they are missing. The shaft insulation has been re-sheathed by a third party repair company. The locking arcs detaching can be a result of mechanical damage to distal end. It can also be a result of a poor re-insulation work done by third party repair company.

Event description:
Allegedly, during a laparoscopic ventral hernia repair, a grasper was not functioning so they removed it. When examined, they found that the outer tube where the grasper was inserted was missing 2 locking arcs (4mm x 1mm in size) from the distal end. The nurse found one on the back table, but could not locate the other one. An x-ray was not performed to try to locate the missing piece. It is presumed missing arc was left inside the pt. Doctor has no plans to remove the piece.